Event description:
It was reported the unit powers down shortly after powering up. There was no patient involvement. The condition was found during testing. It was further reported that the device had no ventricular output. The device was returned for service and consequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case was broken, the ring was bent and that the main printed circuit board was out of specification - electrical.